Event description:
It was reported that a patient underwent a right inguinal hernia repair on (B)(6) 2012 and mesh was implanted using lictenstein technique. The patient was seen on (B)(6) 2013 by the physician. It was determined that the patient has a recurrent hernia and will required a reoperation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.